Event description:
Failure of implanted medtronic pump intended for chronic pain management. The pt finally presented to the ed after 3 days of hearing an alarm; he reported 2 weeks of increasing pain (pump contains hydromorphone). Once in the ed, he was treated through other means.